Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic appendectomy procedure, on the first firing while firing across the appendix all the staples did not form correctly but the device cut completely. Only one half of the staples came out. The staples were not formed properly. Cautery was used to correct the area of staple line. It is not clear what area of the staple line the failure occurred. The device was discarded. (B)(4)